Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-4030 cable "failed." No additional info is available regarding how the unit failed or the serial number. A replacement cable was used to complete the procedure. There were no pt effects. The event date is unk. The product is returned.